Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart error. A cold reset was performed. The customer's blood glucose level was 230 mg/dl at the time of incident. The customer reported fluid under the lcd display due to going through a full cycle in the washing machine. The customer did not troubleshoot the issues. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronics. The insulin pump had corroded motor home switch. Unable to perform idle current test, run current test, self- test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to blank display. The insulin pump had a minor scratched display window and cracked reservoir tube lip.